Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a remote monitoring transmission for a non-compliant patient, loss of capture was noted on the presenting electrogram. Additionally a lead integrity alert was noted to have triggered more than 7 months earlier due to non-sustained episodes and short v-v intervals. The right atrial (ra) lead was also noted to be undersensing. Reprogramming was performed to increase the rv pacing threshold and the atrial sensitivity. Both leads remain in use. No patient complications have been reported as a result of this event.